Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated her blood glucose was 247 mg/l. Customer declined to troubleshoot due to she just change her infusion set prior to the call and got no delivery alarm. Customer stated she felt the insulin pump's motor was not strong enough to push insulin through. She stated that every single set she used had issue. Customer continually changed her infusion sets due to no delivery alarm. Advised will send 6 replacements of infusion sets but customer stated it was the insulin pump. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).